Manufacturer narrative:
The device was disposed in the facility.

Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, the next day the patient had a fever with unknown cause. Medical management (not specified) was performed. Eight days post procedure, the event was resolved with clinical sequelae (not specified). Relationship to the subject device and/or procedure was reported as unknown.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Infection is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, the next day the patient had a fever with unknown cause. Medical management (not specified) was performed. Eight days post procedure, the event was resolved with clinical sequelae (not specified). Relationship to the subject device and/or procedure was reported as unknown.